Event description:
The customer reported via phone call that the insulin pump had scrolling numbers during a bolus attempt. The customer stated that she noticed the keypad anomaly while attempting to program the bolus, and she removed the battery. Upon replacing the battery, the insulin pump alarmed button error. The customer's blood glucose was 226 mg/dl. The customer did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage at the keypad traces. No button error alarms were noted. No display ramping on its own anomaly was noted. The unit was also received with a cracked case at the display window corners and display window. The insulin pump received with a minor scratched liquid crystal display window.